Event description:
It was reported that the extravascular (ev) lead experienced p-wave oversensing (pwos) and t-wave oversensing (twos). Additionally, it was reported that the physician did not think the extravascular implantable cardioverter defibrillator (ev-ICD) discriminates as much as it should for the pwos and twos. Reprogramming was done and the ev lead and ev ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ev240163 ev-lead implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to t-wave detection. The device memory indicated a detection issue was observed with p-waves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.